Event description:
The reporter contacted animas on (B)(6) 2013 alleging that the keypad buttons are falling off. There is no reported adverse event with this complaint. This report is made based on the allegation of the button keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.